Manufacturer narrative:
Method evaluation: review of the device history record. Query of the lifecell complaint system for any other complaints reported to lifecell against this lot. Results of evaluation: review of the device history record revealed no deviations associated with the nature of this complaint. -to date, all (B)(4) devices processed for lot s10863 were distributed, including (B)(4) devices that were reported as implanted, with two other similar complaints reported against this lot(ref. Mdr1000306051-2011-00012 and mdr1000306051-2011-00013) conclusion: no conclusion can be drawn, as device met qc release criteria including tensile and suture retention testing. Event reported is malfunction, multiple suture pull through intra-operatively, with no serious injury, but the risk of serious injury occurring if the event were to reoccur is not remote.

Event description:
It was initially reported that a suture pulled through the device during suturing and that the surgeon repositioned sutures and completed procedure. A follow up contact with the surgeon revealed that multiple sutures pulled through the device during suturing. The surgeon repaired the device and completed the procedure. Patient's condition is reported as fine.